Event description:
It was reported that there was a burning smell and sparks detected in the rear enclosure of the unit.

Manufacturer narrative:
The unit was returned and the failure mode was confirmed. The following repair diagnostic codes were identified:(1) power failure.the following was observed: unit does not boot.no power from power board.power board not supplying 40v to mc board.capcitors blown at c37.services:replace power board.this does confirm the alleged failure mode of sparked upon starup.probable root cause for the reported failure involving this device could have been caused by: console fuses fail to break circuit due to excessive mains current leading to fire.isolation power supply failure.use error: console is sterilized or disinfected.use error: console cleaned with incompatible products.in sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that there was a burning smell and sparks detected in the rear enclosure of the unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.